Event description:
It was reported that the microintroducer with sheath could not be inserted over the guidewire. There was no reported patient injury. No other information was provided. 02/14/2024 - the guidewire returned for evaluation exhibited misaligned coils.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty passing a guidewire through the microintroducer is confirmed and was determined to be supplier related. One 4.5 fr microintroducer and one 0.018 in. Stainless steel guidewire was returned for evaluation. A microscopic observation revealed misaligned coils on the proximal end of the complainant guidewire. Some misaligned coils were observed at the distal end of the guidewire. Nothing remarkable was observed throughout the returned microintroducer. A functional test of attempting to slide the complainant microintroducer over the complainant guidewire revealed the guidewire would not pass through the microintroducer. A functional test of attempting to slide the complainant microintroducer over a non-complainant 0.018 in. Stainless steel guidewire revealed the non-complainant guidewire to slide through the complainant microintroducer. The complaint of difficulty sliding a microintroducer over a guidewire is confirmed because misaligned coils were found along the guidewire, likely caused during device manufacture. This complaint will be recorded for future trending and monitoring purposes. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.